Event description:
According to the field service engineer (fse), the exact event date is unknown, however, it likely occurred during the week of (B)(6) 2023. The failure was detected after the procedure, when the customer took the device to be sterilized. The device was able to be sterilized correctly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on information provided by the field service engineer (refer to b5) and the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is likely the following contributed to the failure of the deteriorated distal end glue: external stress. Chemical stress by sterilization with chemical agent / sterrad system. The instructions for use (IFU) addresses this issue: the suggested event is detectable and preventable by handling device in accordance with the following IFU. The detection method is included in operation manual chapter 3- 3.3 the preventive measures are included in operation manual: important information ¿ please read before use: dangers, warnings, and cautions and reprocessing manual chapter 3 ¿ 3.1. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings already reported in b5, the bending section cover glue was worn out. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported that the connector on the endoeye flex 3d deflectable videoscope was cracked and leaking. During inspection and testing of the returned device, the glue at the distal end had deteriorated. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.